Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving embolization of a cerebral aneurysm, the tip of a beacon tip torcon nb advantage angiographic catheter separated in the patient. Access was obtained in the right femoral artery. The anatomy was not stenosed, tortuous, or calcified. Another manufacturer's 180-centimeter wire was used during the procedure, and the catheter was advanced through another manufacturer's 8-french short sheath. While attempting to pull the catheter back to select a smaller artery, the entire catheter tip separated. The catheter was removed from the patient, and the procedure was successfully completed. Access was then obtained in the right radial artery, and an unspecified snare was used to successfully remove the catheter tip from the patient. The radial artery was closed. Reportedly, a small hematoma was noted in the radial artery, at the wrist, from accessing the artery to retrieve the catheter tip; however, there has been no report of adverse effects to the patient as a result. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Corrected information: h3 = the complaint device was not returned to cook. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook; however, a global sales search identified two possible lots that were shipped to the customer in the past three years (lots 14619936 and 15953578). No relevant non-conformances were noted on either lot. One additional relevant complaint was noted on one device from one of the possible final lots, and one additional relevant complaint was noted on a device involving a possible sub-assembly lot; however, there is no indication of manufacturing issues associated with either complaint. The customer followed relevant instructions in the IFU (instructions for use). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: occupation = ir tech. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving embolization of a cerebral aneurysm, the tip of a beacon tip torcon nb advantage angiographic catheter separated in the patient. Access was obtained in the right femoral artery. The anatomy was not stenosed, tortuous, or calcified. Another manufacturer's 180-centimeter wire was used during the procedure, and the catheter was advanced through another manufacturer's 8-french short sheath. While attempting to pull the catheter back to select a smaller artery, the entire catheter tip separated. The catheter was removed from the patient, and the procedure was successfully completed. Access was then obtained in the right radial artery, and an unspecified snare was used to successfully remove the catheter tip from the patient. The radial artery was closed. Reportedly, a small hematoma was noted in the radial artery, at the wrist, from accessing the artery to retrieve the catheter tip; however, there has been no report of adverse effects to the patient as a result. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.